Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead had moved and would intermittently capture. It was reported that there was no longer any slack in the lead. The ra lead was reprogrammed and remains in use. No patient complications have been reported as a result of this event.